Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the pump touch screen was unresponsive. The customer's blood glucose level was 222 mg/dl. Customer confirmed an alternative pump, and manual injections are available for insulin therapy.